Manufacturer narrative:
(B)(4). This complaint is for reload set alarm. This complaint cannot be confirmed in the lab due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a reload the set 202 alarm, which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) instructed the home patient (hp) to start over with new supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The writer contacted the home patient on (B)(6) 2011 and they said that they were able to resume therapy okay after starting over with new supplies. They said that they had not placed the clamp correctly at the end of the line near the bag, they did not put it tightly enough at the frangible and the machine detected a leak. There was no reported injury or medical intervention. The writer contacted the home patient on (B)(6) 2011 to gather additional information on the leak and the home patient stated that they were trying to connect the luer lock bag to the cassette and that they did not fully secure the connection but they now know how to properly set that up now. There was no injury or medical intervention reported.